Event description:
It was reported the device was used in a lap chole. It was reported the first clip "overclipped". The surgeon then removed the clips. A second device with the same lot number was tried and the samething happened. The surgeon converted to an open case. The instruments are not being returned.